Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured may 22, 2017 ¿ may 23, 2017. One unit was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder had ruptured. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. The other two units were not received for evaluation; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of three (3) small volume intermates ruptured during filling. The units were being filled with 10ml tobramycin in 90ml of an unspecified diluent. There was no patient involvement. No additional information is available.